Manufacturer narrative:
The complaint device is not being returned and therefore unavailable for an evaluation. The complaint was reviewed by the medical safety team and has been determined that this failure is possibly a result of surgical issue. If the screw and sheath and not flush or sub-surface, it could lead to irritation or discomfort as noted in this case. No further details were provided regarding the surgical techniques to determine if aforementioned causes contributed to this event. A root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further actions are warranted. Should additional information be provided in future, this complaint will be re-evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Revision of right leg was performed on (B)(6) 2014. Screw and sheath were removed due to ongoing irritation on the anterior tibial surface below the skin. The acl graft was intact and the knee was stable and required no further fixation to maintain stability. No product will be returned due to the hospital infection control policy. Original surgery date is unknown. See associated med watch # 1221934-2014-00342.